Manufacturer narrative:
The incident is not related to the device or procedure. No investigation is required.

Event description:
On (B)(6) 2020,senseonics was made aware of an adverse event where the user experienced acute embolic stroke lead to ataxia and was hospitalized.